Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the o-ring was detached from the cartridge prior to using the cartridge. The customer did not attempt to use the cartridge for pump therapy as the issue was noticed when inspecting the cartridge. Customer's blood glucose level was 196 mg/dl.